Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for investigation. Upon analysis, the reported issue was confirmed. A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Initial reporter email address: (B)(6).

Event description:
The customer reported that a pediatric patient feed was set up and on run (3 in 1 feed set only). The feed was nutricia feed. The parents heard pump making noises but no alarm. There were numerous air gaps in the feeding tube. Per customer, this caused the patient to vomit. Additional information was received and stated that there was no medical intervention or treatment required because of vomiting. The patient is doing well.